Event description:
An olympus sales representative reported on behalf of the customer that the evis lucera elite bronchovideoscope sometimes had a black screen. The issue was found during an unspecified diagnostic procedure. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation and e315 error was observed by olympus repair department during device inspection.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of ¿the entire screen becomes black and shows no images¿ was not confirmed. E315 incompatible scope was observed during device inspection due to defective scope connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The historical analysis for this event confirmed that: ·there are no product excursions or statistical trends were identified. ·there are no ncr, scar, CAPA or hha records associated with the historical complaints. ·no anomalies were identified in the manufacturing/repair history records. ·the complaint rate is within the expected occurrence. ·no anomalies were identified in the labeling review. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the reported black screen could not be identified. Error message e315 was observed during inspection from the repair department. Olympus will continue to monitor the field performance of this device.